Manufacturer narrative:
Patient age & dob not available for reporting. Date of events: (B)(6) 2017. This report is for unknown plate/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a small fragment lcp plate (7 or 8 hole) and six (6)- 3.5mm non-locking cortex screws for a left mid-shaft humerus fracture on (B)(6) 2016. Status post, patient claimed to be getting dressed and felt the plate snap on (B)(6) 2017 and went to the emergency room. Patient complained of pain and the on-call surgeon scheduled the patient for revision surgery. It is unknown if x-rays were taken. Patient underwent revision surgery on (B)(6) 2017. A non-union was noted and the plate had broken in the middle at one of the screw holes, right above the fracture site. There was no screw in the screw hole. There were no issues, loosening or breakage with the screws. All hardware was easily removed. There was no delay in surgery and additional medical intervention was not required. Routine intraoperative x-rays were taken. The fracture was reduced and patient was revised to a large fragment plate with bone graft and five (5) - 4.5mm non-locking cortex screws and two (2) - 5.0mm locking screws. The procedure was completed successfully and patient was reported as stable with satisfactory results. Surgeon believes the weight of the patient may have resulted in the postoperative plate breakage as opposed to any fault of the hardware. This complaint involves one device. Concomitant devices reported: 3.5mm cortex screws - non-locking - (part # unknown, lot # unknown, quantity of 6) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
The plate broke postop and will require a revision to remove and replace the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.